Event description:
The customer reported the beckman coulter act diff hematology instrument had been flagging patient samples low on plt and hgb but without instrument generated flags. Per conversation with the customer, there have been no erroneous results reported out and no affect to patients or sample results from this incident back to the previous incident on (B)(6) 2011.the customer provided only one patient sample from (B)(6) 2011 that showed low wbc, rbc, hgb, hct and plt results and slightly higher mcv results run on the act diff compared to the same sample run on a reference instrument. Reference results were considered correct. Previous patient results were requested, but not provided. There was no death, injury or change to patient treatment attributed to this event. The field service engineer (fse) inspected the analyzer and found a buildup around the sample aspiration syringe plunger; the fse replaced the sample plunger, check valves and pump tubing. Based on information provided, the root cause cannot be determined; however, the fse replaced the leaky sample syringe plunger that could contribute to a short or incomplete sample aspiration. Per labeling, all counted parameters are consistently lower than normal. Mcv is normal. Short sample. Poor bath drain. Diluted sample. Incomplete aspiration it is very difficult to tell an incomplete aspiration when you are aspirating only 12 ul. This conclusion can only be arrived at by analyzing the results. Wbc, rbc, hgb and plt would have to be low, with mcv normal.